Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer; no product was returned therefore visual and dimensional evaluations could not be performed, and device history records could not be reviewed as no product identification was provided. Medical records were also not provided to review the event. Root cause was unable to be determined. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during volar plating of a comminuted fracture, the initial screw used to fixate the plate pulled out of the bone; other screws were used for fixation, however, this cased the plate to shift slightly from the volar cortical bone. No additional information is available.